Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose level was in 140-160 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.